Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient¿s ins had been located right on the waistband of her jeans and even her underwear waistband hurt her implant. The pain was at the ins site and had occurred since implant. The patient complained at the pain center she goes to and was told she should wear dresses, put on a pain patch, or take her (B)(6). The patient finally had the chance to tell the managing healthcare professional about it when he was putting unrelated shots in her leg and he said ¿let¿s move it¿. The ins was moved on (B)(6) 2017. The patient recovered completely and since it was re-implanted, she had no pain.